Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on april 6, 2018, may 22, 2018 and jun 4, 2018 under manufacturing report number 0001822565-2018-02043. (B)(4). Evaluation of the provided patient medical records confirms the reported patient pain. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Package insert nexgen® cr-flex and lps-flex fixed bearing knee, states nexgen femoral components are not indicated as compatible with persona bearings/tibias. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient underwent left knee arthroplasty, followed by one patellar tendon tear repair procedure, one revision for nickel allergy, two additional patellar tendon tear repair procedures and an additional revision on an unknown date for unknown reasons. Subsequently, the patient is experiencing pain and redness from the knee down.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had post-operative pain and redness from the knee down. No further information is available.